Event description:
Procedure: low radical anterior resection with total mesorectal excision (tme) plus en bloc hysterectomy. Pt info: female, overweight but not morbidly obese. According to the reporter: during the procedure, a reusable purstring device was used to place the anvil, and observed throughout the procedure for vascularity. The splenic flexure was mobilized and the rectum was transected with a ta linear stapler. The ppceea was inserted through the staple line and fired by the surgeon. The purstrings detached but removal of the stapler was difficult. The surgeon supernated and pronated (turned clockwise and counterclockwise), and withdrew the device through the anastomosis with some difficulty but found no injury had occurred on subsequent digital examination. There was no tissue damage or anomaly observed. The tissue donuts were intact, the surgery time was not delayed, and no blood loss was reported. The surgeon then performed a high bridging ileostomy to protect the low radical anastomosis as is his usual practice. The pt became ill 8-9 days post-operatively, and a CT scan was requested on day 9. On day 10, the pt's condition deteriorated rapidly, and it was decided to re-operate as a matter of urgency. During the re-operation it was noted that the rectal stump was intact and normal, but there was a 3 cm length of necrotic tissue on the proximal end of the anastomosis with a significant defect on the left anti-mesenteric side. It was decided not to reconnect the infarcted anastomosis, and the original anastomosis was taken down, the necrotic tissue was excised and colostomy was performed, due to concerns of sepsis. The surgeon has implied that the necrosis was the consequence of an inadequate blood supply for reasons yet to be ascertained, and one possibility was that the pt had suffered a silent myocardial infarction affecting the vascularity of the area. The pt had undergone a routine course of preoperative chemo-radiotherapy which completed 11 weeks prior to surgery. The pt expired in 2009. The primary and/or secondary causes of death have not been indicated, and the autopsy report will not be made available to the company.